Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe abnormal menstrual pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle") and dyspareunia ("painful intercourse"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: satisfactory placement / bilateral full occlusion. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe abnormal menstrual pain"), genital haemorrhage ("excessive bleeding") and endometritis ("endometritis") in a female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and c-section. Concurrent conditions included overweight and uterine bleeding. In april 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("stomach pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the dysmenorrhoea, endometritis, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, weight increased and hormone level abnormal outcome was unknown and the genital haemorrhage, migraine, abdominal pain upper and pelvic pain had resolved. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, dyspareunia, endometritis, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 230 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in july 2013: results: satisfactory placement / bilateral full occlusion. Pregnancy test - on an unknown date: negative; on (B)(6)2013: both essure devices were successfully placed. Concerning the injuries reported in this case, the following one were described confirmed in patient¿s medical records:endometritis quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs and medical reord received:event abnormal vaginal bleeding,menorrhagia, apareunia, bladder problems, urinary tract disorder, migraines, headaches, nausea, weight gain, stomach pain, endometritis, hormonal changes,pelvic pain added.outcome of event genital bleeding,pelvic pain,stomach pain,migraines added as recovered.concurrent condition added.reporters,lot number ,medical history added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe abnormal menstrual pain"), genital haemorrhage ("excessive bleeding") and endometritis ("endometritis") in a female patient who had essure (batch no: a73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and c-section. Concurrent conditions included overweight and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("stomach pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, endometritis, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, weight increased and hormone level abnormal outcome was unknown and the genital haemorrhage, migraine, abdominal pain upper and pelvic pain had resolved. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, dyspareunia, endometritis, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: satisfactory placement / bilateral full occlusion. Pregnancy test: on an unknown date: negative; on (B)(6) 2013: both essure devices were successfully placed. Concerning the injuries reported in this case, the following one were described confirmed in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe abnormal menstrual pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle") and dyspareunia ("painful intercourse"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2013: satisfactory placement / bilateral full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.